Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that they had had 2 leaking/cracked port needles. Same patient, once after 48 hours of cannulation and the second after just 24 hours of canulation. Blinatumomab continuous infusion was the drug involved. The needle size was 20g ¾ inch power max. The leaks have been at the fusion point of the tubing and the most distal port (furthest away from the needle end). This report addresses the needle that cracked 24 hours after cannulation. Additional info received on 17-oct-23 2 yr old hispanic male with known aml, admitted for blinatumomab (24 hr 28 day infusion). Packaging did not have batch/lot#. Pt needed to be immediately re-cannulated in order to continue the mediation infusion with as little interruption as possible. There was delay. But did not negatively impact pat that we can say. Did the event directly, or indirectly involve a patient or user? Yes. Did the event involve an urgent/life threatening medical situation? No.

Event description:
It was reported by customer that they had had 2 leaking/cracked port needles. Same patient, once after 48 hours of cannulation and the second after just 24 hours of canulation. Blinatumomab continuous infusion was the drug involved. The needle size was 20g ¾ inch power max. The leaks have been at the fusion point of the tubing and the most distal port (furthest away from the needle end). This report addresses the needle that cracked 24 hours after cannulation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text: device not returned for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that they had 2 leaking/cracked port needles. Same patient, once after 48 hours of cannulation and the second after just 24 hours of canulation. Blinatumomab continuous infusion was the drug involved. The needle size was 20g ¾ inch power max. The leaks have been at the fusion point of the tubing and the most distal port (furthest away from the needle end). This report addresses the needle that cracked 24 hours after cannulation.